Event description:
Reporter stated there is a black stripe on the display of the blood glucose monitor, and this stripe could cause misinterpretation of the results. The product was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The blood glucose monitor was returned for evaluation, and the complaint was confirmed. The investigation unit observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the decimal point and digit during the simulation test; therefore misinterpretation is possible.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.